Event description:
On (B)(6) 2017 the reporter contacted lifescan (USA) alleging that the lay user/patient¿s (his wife) onetouch verioiq meter was reading inaccurately. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged accuracy issue began on (B)(6) 2017 at 5am when blood glucose results of ¿500, 600, 70, 60 and 80mg/dl¿ were obtained using the subject device, which the patient felt were inaccurate compared to her feelings and/or usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes using insulin (self-adjusts) and reportedly took humilin r and n insulin (dose not provided) at 5am on (B)(6), in response to a reading of ¿538mg/dl¿. The reporter stated that the patient experienced symptoms of ¿dizzy and heavy sweating¿ 30 minutes after the alleged issue began and reportedly tested again with blood glucose results of ¿80 and 100mg/dl¿. The patient self-treated by consuming food/drink at 5:38am and performed a further test at 6am with a result of ¿232mg/dl¿. The reporter confirmed that the patient¿s blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, the same approved sample site was used for testing, the patient¿s testing procedure was correct and the test strips were stored correctly and within expiry. The csr was unable to walk the patient through a control solution test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking a dose of insulin based on alleged inaccurate results obtained using the subject meter.